Event description:
Contacted regarding discrepant test results from the icon 25 hcg test kit. The initial event occurred in 2004. The customer indicated that they had 3 pts who were tested with icon 25 hcg test kits and the hcg results from the 3 pts were negative(-). The customer indicated that pt samples were sent to a reference lab for additional pregnancy testing. The blood samples collected were tested for quantitative bhcg and gave "positive" pregnancy results. The customer did not provide the quantitative bhcg test results. The test methodology used by the reference lab was not provided by the customer. The customer indicated that there has been no change to pt treatment that can be attributed to this event.